Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported separation and kink damage were confirmed via returned device analysis. Based on visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(6) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a sub-occlusive lesion located in the mildly calcified right coronary artery. The whisper extra support guide wire was being retracted to exchange it for another guide wire when the guide wire separated in the guiding catheter due to kinking of the guide wire that occurred at the mouth of the guiding catheter. There was no resistance reported during advancement or retraction of the guide wire. All pieces of guide wire were able to be removed inside the guiding catheter without adverse patient effects, leaving nothing in the patient. The procedure was delayed approximately 30 minutes due to the guide wire issue; however, there was no consequence for the patient. Another whisper guide wire was used to complete the case. No additional information was provided.